Event description:
It was reported that during the implant procedure, the pulse generator exhibited intermittent capture, high pacing thresholds, noise and intermittent telemetry. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).